Manufacturer narrative:
The alleged event was not confirmed by the manufacturing plant. The device was not returned to the plant for investigation. An investigation of the product history records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the product history review confirmed the labeling, material, and process controls were within specification.

Event description:
During routine follow up call with the patient¿s peritoneal dialysis nurse, it was reported that the patient had pain and could barely walk after completing peritoneal dialysis therapy and the patient drained 3300ml of fluid. The patient had a fill volume of 1500 ml and a last fill volume of 1000 ml. The nurse indicated that there was no medical intervention as a result of this incident. Additional information was solicited. Based on the treatment data provided by the peritoneal dialysis nurse, available treatment data was assessed for 150% and 180% iipv and did reveal an episode of increased intraperitoneal volume (iipv). The largest drain volume from this treatment occurred during (drain unknown) where 3300ml drained. This drain is 220% of the prescribed fill volume. In order to be a reportable malfunction, at least 180% of the prescribed fill volume would have to have been drained. 180% of the prescribed fill volume of 1500ml is 2700ml. Therefore, a reportable malfunction has occurred.